Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she observed "3.00" and "77" flashing on the display of her infusion device. During troubleshooting with a company representative, she stated that the power pack in her infusion device had been in use for 3-4 weeks. She was unable to read the lot number and expiration date of the power pack at that time, but she stated that she was fairly certain that the power pack in use was one that was affected by the recall. She acknowledged awareness of the recall and had received corrected power packs. However, she had used all the corrected power packs and did not order more. The patient was in the car at the time of the report indicating that she had power packs at home that were affected by the recall. She was advised to replace the current power pack with one of the power packs she had at home. She was advised to temporarily use one of these power packs until the corrected power packs that were shipped to her as a result of the report were received. She was advised to then replace the power pack affected by the recall with a corrected power pack upon receipt. She was also advised to dispose of any remaining power packs affected by the recall. During follow up, she conveyed that she had received the corrected power packs and her infusion device was functioning properly. She also stated that she had discarded all power packs affected by the recall. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.